Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the laser did not start properly and the laser icon on the panel was unable to be pressed so the laser was unable to be used. The system was exchanged to complete the surgery. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) interface and the core module were both replaced to resolve the issue. The pcb was returned for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The pcb and core module were received. A visual assessment of the returned sample showed ¿no obvious non-conformities.¿ upon further evaluation, using a digital multimeter, it was found that the component on the pcb was non-conforming as it was internally shorted. This is known to cause system message (sm). The core module was installed into a calibrated system and boot-up was successful with no sm displayed. The root cause of the reported event can be attributed to nonconforming component on the pcb. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).